Event description:
It was reported that the right ventricular lead triggered a lead warning for high impedance. An electrogram revealed interference and oversensing. The lead remains in use. It was also reported that the device had a sudden change in battery voltage with rapid battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the product was not returned to the manufacturer, but performance data was received and analyzed. The save to disk noted lead impedance was out of range high. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Daily pace impedance trend data, abrupt increase for ventricular pace bi impedance equals 418 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead was fractured. The device and lead were explanted and not replaced. No patient complications have been reported as a result of this event.